Manufacturer narrative:
Device evaluated by manufacturer. Returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 67.1cm from the hub. The entire proximal end of the device from the hub to the separation is stretched while only the end of the separation at the distal end is stretched. Microscopic examination revealed multiple rub marks on the inflation lumen along the proximal end of the separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon detachment and removal difficulty occurred. The target lesion was located in the internal carotid artery. A 3.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, when the device was tried to be removed after inflation and deflation, more resistance was felt than usual, but when it was pulled, the balloon part was separated. The separated part was retrieved with a snare and the procedure was completed. There were no patient complications nor injuries reported. It was further reported that it was a catheter shaft separation, and the procedure was completed using a non-boston scientific for post dilation. The patient recovered without problem.

Event description:
It was reported that balloon detachment and removal difficulty occurred. The target lesion was located in the internal carotid artery. A 3.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, when the device was tried to be removed after inflation and deflation, more resistance was felt than usual, but when it was pulled, the balloon part was separated. The separated part was retrieved with a snare and the procedure was completed. There were no patient complications nor injuries reported.